Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer had experienced high blood glucose and critical pump error. The customer¿s blood glucose level was 448 mg/dl. It was reported that the pump was beeping with an "x" and a book screen. It was also reported that they received a critical pump error image on the pump screen. The customer was advised that the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assemblies. Unable to perform self test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test or verify critical pump error due to blank display. Device received with corroded battery tube and corroded motor home switch. Device received with minor scratches on case, cracked select button keypad overlay, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.